Event description:
It was reported that the applier jaws were found misaligned before use. Therefore, a new unit was used instead. No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported complaint of applier jaws - misaligned was confirmed upon the investigation of the returned sample. Evaluation of the returned device shows that the jaws are slightly loose and misaligned to each other in the closed position. There is no visible damage to the jaw pivot pin area on the outer tube assembly. The instrument was disassembled for further evaluation, and it was that the inner drive rod bosses were both damaged where they engage the jaws. The damaged drive rod bosses were suspected to have caused the jaws to become slightly loose and misaligned in the closed position. It could not be conclusively determined what caused what caused the drive rod bosses to become damaged but mishandling of the device at the end user's facility is suspected. The device history record for the returned instrument was reviewed and was found without any irregularities. The DHR of the returned sample was reviewed and no irregularities were identified. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: imdrf b, c & d codes updated.

Event description:
It was reported that the applier jaws were found misaligned before use. Therefore, a new unit was used instead. No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of applier jaws - misaligned was confirmed upon the investigation of the returned sample. Evaluation of the returned device shows that the jaws are slightly loose and misaligned to each other in the closed position. There is no visible damage to the jaw pivot pin area on the outer tube assembly. The instrument was disassembled for further evaluation, and it was that the inner drive rod bosses were both damaged where they engage the jaws. The damaged drive rod bosses were suspected to have caused the jaws to become slightly loose and misaligned in the closed position. It could not be conclusively determined what caused what caused the drive rod bosses to become damaged but mishandling of the device at the end user's facility is suspected. The device history record for the returned instrument was reviewed and was found without any irregularities. The DHR of the returned sample was reviewed and no irregularities were identified. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the applier jaws were found misaligned before use. Therefore, a new unit was used instead. No patient involvement.